Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer's pump was over delivering insulin. The customer experienced a low after filling 100 units into the reservoir. The customer ate a lot of sugar to get back to normal levels. The reservoir only had 72 units left after the incident. The customer went down to 79 mg/dl at the time of the incident, and they suspended the pump. The customer was at 221 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.